Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4. Evaluation description: conclusion: failure observed during analysis. Final analysis found that the device exhibited a backup vvi episode prior to explant which was caused by a non maskable interrupt. (B)(4).